Manufacturer narrative:
(B)(4). Batch #: u95d9z. Additional information was requested and the following was obtained: could you please confirm if the damage to the packaging compromise the sterility of the device? Yes. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned opened and only the tyvek was returned. Upon visual inspection, it was observed that a piece of the blister from the packaging was attached to the tyvek. There was also a small tear in the tyvek. The device was tested and it was noticed that there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. It should be noted that product failure is multifactorial. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. No conclusion could be reached as to what caused the bent clicker issue. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of what appears to be an harh instrument inside the sterile package. A closer look to sterile package the blister was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted product failure is multifactorial. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.